Manufacturer narrative:
D4. Model #: 420-pro-10102500-s catalog #: 420-pro-10102500-s primary UDI: (B)(4) g4. PMA/510(k): k231438.

Event description:
About 4 months post-operatively, it was reported that an expandable cage collapsed. The patient is experiencing some right si joint pain and only mild to moderate back soreness. There is no report of plans for revision surgery.

Manufacturer narrative:
The implant remains in situ. Radiograph images confirm the complaint. The part and lot number were not provided; therefore, a review of device history records cannot be performed. Multiple attempts have been made to obtain information. If additional information and/or the implant are provided, a supplemental report will be filled accordingly. Based on the information provided, the root cause cannot be determined. Labeling review warnings/cautions/ precautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudarthrosis (i.e., non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury. A calibrate psx implant must not be re-expanded and reused if it has been filled with graft, as mechanical failure may occur. Possible adverse effects: initial or delayed loosening, bending, dislocation, and/or breakage of device components. Postoperative management: patient should be informed regarding the purpose and limitations of the implanted devices. The surgeon should instruct the patient regarding the amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implanted devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, falls, jolts or other movements preventing proper healing and/or fusion development. Implanted devices should be revised or removed if bent, dislocated, or broken. Immobilization should be considered in order to prevent bending, dislocation, or breakage of the implanted device in case of delayed, malunion, or nonunion of bone. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.